Manufacturer narrative:
The reporter's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and test strips were provided for investigation where they were tested using two different retention controls. Retention test strips were also measured with the retention controls. The returned test strips and vial showed no defects and the returned meter appeared undamaged and clean on the outside. Control 1 results (range = 2.6 - 3.2 inr): returned test strip = 2.9 inr, retention test strip = 3.0 inr, retention test strip = 2.9 inr. Control 2 results (range = 4.1 - 6.8 inr): returned test strip = 5.5 inr, returned test strip = 5.5 inr, retention test strip = 5.6 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification.

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the stago neointimal method, resulting with a value of 4.0 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 7.8 inr. The patient's therapeutic range is 3.5 - 4.5 inr.